Event description:
The patient reported that around (B)(6) 2024 they had fallen and fell so hard that they broke their patella.  Since the fall, they were not able to get relief nor were they feeling stimulation from the implanted neurostimulator (ins).  Their pain was so bad that they could hardly get out of bed.  They confirmed they were able to charge the ins fine, however the ins charge was not depleting.  The charge was at 80% on (B)(6) 2024 and was still at 80% on (B)(6) 2024 despite the ins being on. During the call with patient services (pss), the pt unlocked their controller and reported seeing the settings not available message.  The pt was redirected to see their doctor.   The pt commented that they had an appointment scheduled with their doctor for (B)(6) 2024.  On (B)(6) 2024, the pt called back reporting the previously reported information.  They were now at a pain level of 11 and the only way for them to get their pain level of 12 to go down to a level of 11 was to lay in bed; their pain was unbearable.  They reported the ins does not work and they were still getting the settings not available message. They stated that their leads probably got disconnected when they fell. The pt stated they needed  help immediately.  They were redirected to see their doctor and an email was sent to the reps in the field.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date 2022-05-13; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep met with the patient to determine if any damage had been done to leads or generator. Rep found no issues. All connectivity was working as expected. Leads and generator were working as expected. Made programming adjustments to electrodes. Informed patient that her device was currently working as expected, advised them to follow up with their doctor for any follow up issues.